Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device image was flashing however the tissue could be seen. The event occurred during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer´s allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image to become blurred and indistinct and component failure of the universal cord. Based on the results of the investigation, and since the initially reported malfunction was not reproduced, a root cause could not be identified. As for the newly identified malfunctions, the blurred and indistinct image was caused by a component failure of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.